Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery the metal tip detached from the wand and fell into the hip during the procedure. The surgeon attempted to retrieve the broken parts under x-rays but it was unsuccessful. It is unknown how the surgery was completed. Unknown if there was a delay of the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) mechanical displacement of tissue through applied force (2) enlarge a surgical site or (3) gain access to tissue as this may result in a damage to the device, and/or leading to patient injury (4) device tip hitting a metal surface such as a cannula. There are no indications to suggest the device did not meet product specifications upon release into distribution.